Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the hst iii system (3.8mm) failed to load/left in the loader during a procedure. The device failed between steps 2 and 3 of the loading process. They opened a new device to complete the procedure. No harm to the patient.

Manufacturer narrative:
Trackwise #(B)(4). The device was returned to the factory for evaluation on 03/06/2023. An investigation was conducted on 03/07/2023. A visual inspection was conducted. Only the delivery device with the seal was returned for evaluation. Signs of clinical use and evidence of blood was observed. The white plunger was depressed and the blue safety lock was off, which allows for the white plunger to be depressed. The seal was observed to be in an unraveled state. The tension spring assembly was visible in the top of the delivery device. The blue tension string was observed to be intact. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. The seal was observed to be unraveled. The seal was observed to be detached from the tension spring assembly as if there was an attempt to remove the seal from the aorta. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was not confirmed. The lot #3000279286 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.